Manufacturer narrative:
The lot history was reviewed and there were no nonconformance's found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was reported discarded by the customer. The reported complaint cannot be confirmed without the returned sample. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a plumset that during the last transfusion of chemotherapy, a minimal leak on the clear cassette at the end of the tubing was noted. There was no adverse event reported.